Event description:
Additional information received indicates the patient experienced ineffective therapy and the lead had high impedances. The patient also experienced a fall. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Diagnostics revealed impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.